Event description:
It was reported by the customer that a bd pyxis¿ es server user requested to restart services. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was unable to access. A technical support specialist (tss) dialed into the server and confirmed the system boot, indicating the customer may have rebooted the server shortly after the case was initiated. Medapp access was verified, and sign-in was successful. The database instance was checked, and message processing is currently active. System functionality appears normal. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server user requested to restart services. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.